Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-06844 and 3006705815-2022-18687. It was reported the patient¿s ipg approached end of life. Surgical intervention was undertaken on (B)(6) 2022 to address the issue. Ipg was explanted and replaced. During the procedure the leads were stuck in the ipg header and could not be removed. Dr. Cullom elected to replace both leads as well. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.